Manufacturer narrative:
The reported failure of the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The trilogy evo ventilator was returned to the third-party service center for fco0000003. The device was not in use on a patient at the time of the occurrence. During the evaluation the machine flow sensor was replaced, and the device passed the pneumatic test. An error codes in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor) was recorded in the device event log. The device was tested and passed all final test. Additionally, during the service of the device, a secondary finding of smoke contamination was observed. Additional parts were replaced as a part of maintenance or due to contamination unrelated to the reportable malfunction/issue. The software was previously upgraded.